Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient could not get the ins charged. They were getting an error message saying "reposition antenna" on the recharger. The patient stated it had been 3 months since they had charged the ins. They stated the ins was not doing them any good since a couple years ago and they would consider having it removed. The patient was redirected to their doctor. Additional information was received by the consumer reporting that they have not heard back from anyone regarding helping them with a battery jump start. The patient will wait until they are back in the united states and have the device removed then.